Event description:
It was reported that during the biopsy, the probe failed to prime on the first rotation to open the aperture. Another device was used to complete the procedure.

Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device was not returned for eval. Therefore, the investigation is inconclusive for the suspect device. This is a known issue for the identified product code/lot number. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing sampling and retrieval of samples from the device.